Event description:
During servicing, the device alarmed with a failure 73. This failure code was not reported by the customer. Initial contact with the customer revealed no incident reports have been filed on this device since the last baxter service event.